Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming "no disposable tubing" and beeping with 91ml left. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.